Event description:
It was reported that the actual residual volume (arv) was 15.1 ml and the expected residual volume (erv) was 5.1 ml. There was reportedly no history of volume discrepancy with this pump. It was noted that the patient started experiencing increased spasticity in the bilateral upper extremities in may, and the dose was adjusted a couple of times. The last refill was (B)(6) 2014 and the most current dose adjustment was on (B)(6) 2014. The patient reportedly had a three-day episode starting around (B)(6) 2014 where he had severe spasticity in his back with some arching , but then it relented. The increased spasticity had previously been attributed to a bulging disc in the patient's back. It was noted that there were no pump alarms. The healthcare professional (hcp) noted that they would make sure the patient had oral baclofen with them at home in case the issue persisted. It was later reported by the hcp that the cause of the discrepancy was likely temporary kinking of the tubing that was able to self-correct. The catheter access port (cap) was able to return intrathecal baclofen, and no complications had been noticed. The pump was then primed with drug after the diagnostic. The patient reportedly recovered without permanent impairment, and it was noted that the symptoms relieved after the patient started using his stand-up wheel chair. The patient's pump was intended to infuse gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).